Event description:
The infusion was programmed for two hours. After 30 minutes, the bag looked more than half empty and the pump said that it still has an hour and a half to go. The staff clamped off the bag, switched out pumps and then infused the rest of the medication really slow to total out two hours and monitored the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.